Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to a bga failure on ram chips u100 and u101. The root cause for the bga failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was unable to power on.